Manufacturer narrative:
The device was returned to olympus medical systems corp. (Omsc) for evaluation. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause was unknown; however, omsc assumed a potential cause as follows. The user forcibly insert or withdraw the device into the bending section of the endoscope with the bending section bent and it caused the failure. During probe rotation, the user forcibly insert or withdraw the device into the endoscope and it caused the failure.

Event description:
During a procedure with the device, an ultrasound image was not displayed. The user replaced the device to another device to complete the procedure. The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc found the distal tip of the device was broken and ultrasonic propagation fluid coming out of the distal tip of the device. There was no report of patient injury associated with the event. This is a report for ultrasonic propagation fluid. An ultrasound image was not displayed, this event does not meet MDR reportable malfunction.